Manufacturer narrative:
The actual device has not yet been received for the MFR to evaluate. The facility was contacted on 2/23/2007 and indicated that the sample will be sent by the sales rep. To date, the sample has not been received. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. If the actual device is received, a f/u report will be filed.

Event description:
As reported by the user facility: where the tubing connects to the spinlock, this became disconnected. The slide clamp was missing. There was a loss of blood. Additional info provided by the facility indicated the pt lost approx 30cc's of blood. The pt did not require blood replacement and suffered no additional adverse sequela associated with this incident.